Event description:
It was reported to boston scientific corporation that an ultraflex non-covered tracheobronchial stent was used during an airway stenting procedure on a male. According to the complainant, the deployment suture broke with the proximal portion of the stent partially deployed. In order to remove the catheter and the partially deployed stent, the patient was reintubated with a bronchoscope and the partially deployed stent was pulled closed by the suture using grasping forceps. The patient was reported to have had a prolonged hospital stay and was in the ICU as of 2009. The patient's condition was reported as stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(Prolonged). Other (partial deployment). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.